Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-11-30, UDI #: (B)(4), mfg date: 2017-11-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a critical battery alarm. The patient stated that they were connected to two batteries at the time of the alarm. One battery was low with one power indicator bar remaining connected to port number one on the controller at the time of the critical battery alarm. The power sources switched to battery position number two, but the alarm persisted until they switched the battery from position one and placed a new charged battery. The battery was exchanged, but the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. The controller was not returned as a part of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Review of log files revealed that the pump's power consumption was within the normal operating range for the past 14 days until march 16, 2018. Log file analysis also revealed that a critical battery alarm occurred on (B)(6) 2018. As a result, the reported critical battery alarm was confirmed. The data point prior to the critical battery alarm, at 19:21:48, revealed that the battery was at 24% relative state of charge (rsoc). During the critical battery alarm, the battery dropped to 4% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 4% rsoc may be indicative of an estimation error. Additionally, analysis of the data log files revealed several premature power switching events that were due to communication errors and momentary disconnections; however, the battery did not participate in premature power switching events during the analyzed period. Momentary disconnection will result in an audible tone or "beep". As a result, the ¿reported beeping¿ was confirmed. The most likely root cause of the reported critical battery event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the "reported beeps" may be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.